Event description:
The customer reported that following a patient event, their device would not power off when pressing the power key on the keypad. The customer reported that instead of powering off, the device began to alarm and prompted "connect electrodes". After an initial evaluation of the device by physio-control, it was observed that the device began to try and charge defibrillation energy when the power button was pressed. The energy up key also did not work. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed keypad assembly and observed that the left side of the charge key was damaged and nearly shorted out. This caused intermittent activation of the charge key when surrounding keys are selected.